Event description:
International affiliate customer reports that the needle released very easily from the suture when the dr grasped it with a needle holder. There are no reported adverse consequences to the pt related to this event.